Event description:
Operator was taking out the high resolution collimator following normal procedure all green lights were ok and she thought the collimator was secure. When taking it out from the head, it fell to the collimator transport, and then the upper part turned and hit a nearby wall, without falling to the floor. Collimator was inspected for internal damage using radiography. External damage observed in the collimator (scratches and paint) and the collimator transport foot.